Manufacturer narrative:
Product event summary: analysis could not confirm the reported issue of not pacing. Analysis confirmed that the side bail covers, three case screws and side bails are missing. Analysis also found the upper and lower cases and battery drawer are broken. Battery release, ring cover, heart block and heart wire contacts are contaminated. Lead flex cover is broke and corroded. Battery contacts are compressed. Keyboard off key is intermittent and lcd (liquid crystal display) is missing pixels. It is noted the serial number label is torn.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the external pulse generator (epg) was not pacing properly. There were also missing external parts, such as a belt clip and some screws. The epg was returned for repair. There was no patient involvement.